Event description:
It was reported to philips that an image storage issue caused examination interruption on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service guided the customer to free disk space, and the system continued operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).